Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was the rv lead was capped, replaced with a different lead, due to insulation damage, and was subsequently explanted. No patient complications have been reported as a result of this event.